Event description:
Pt placed on the drager evita 4 pulmonary work station. Display screen went blank for a very brief period. When screen reappeared settings were incorrect. The pt required bagging (to ventilate pt) until pt could be placed on another ventilator. Rep of co present the next day-attempted to repair ventilator-not being able to repair ventilator removed.